Manufacturer narrative:
Coopersurgical, inc. Is investigating the reported condition.

Event description:
Report forwarded by csi trumbull service & repair. "This complaint is for file only. Product will not be returned, as there is no corrective action for this. Complaint: when removing the disposable pen or return pad, generator can pull forward from cart which disconnects the electrical power from the receptacle in the back of the housing." Additional information per trumbull service & repairs. This possible disconnection of the pen would happen when removing it from the leep unit after the procedure ended, so no patient harm or risk. But when preparing for the next use, the unit now may not turn on at all which would either stop the procedure from happening or delay it as they troubleshoot the unit. Leep precision intg sys lp-10-120 (B)(4).